Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins serial# (B)(4), found insignificant anomalies and the battery reached its normal end of life.(B)(4). Product analysis # (B)(4): analysis information -- 2019-05-15 10:50:05 cst pli# 20 product ID# 7427, below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the battery was replaced due to normal battery depletion. It was reported that the "battery appeared swollen" and there was a white substance around the header block. The ins was replaced and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the battery visually looked "swollen" when it was explanted. The battery was considered dead because prior to thesurgery they could not get any information from the battery. Device issue, patient/therapy issue or procedure issue could not be determined at that time. Rep is waiting for return kit to arrive and then ins will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) multiple back operations. It was reported that patient has a surgery scheduled for the (B)(6) to have a new stimulator. Patient stated she was instructed by the dr. To speak with the manufacturing representative (rep) so the rep can tell then that the ins is dead. Patient stated the stimulator has not been in service in a long time. The patient stated the implant is no longer working. Patient stated they are having sever swelling and muscle spasms due to the stimulator no longer working. Patient stated they are having swelling, muscle spasms and that¿s why she had implant done. No further patient symptoms or complications were reported in this event.